Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify encoder signal out alarm due to motor error alarms. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got motor position encoder error on insulin pump. The customer¿s blood glucose level was 253 mg/dl at the time of the incident. Customer reported the drive support cap appeared normal. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.